Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. An x-ray showed the tissue to lead interface was still in tact; however, there was no slack in the lead body. A revision procedure was performed and the lead was removed form service and replaced. No additional adverse patient effects were reported.